Manufacturer narrative:
This product is a multi-pack of four set screws with part# 5540030. This part is not approved for use in the united states; however a like device catalog #5540030, 510k# k113174 and UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: correction fixation level: t9-illiac it was reported that during surgery, after inserting the set screw at one level, burr occurred when tightening the set screw and as a result the set screw stripped. No patient complication were reported.